Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient was vomiting since pump implant. The patient was scheduled for a same-day visit. During the visit the patient reported nausea, vomiting, and positional headache. They were started on fioricet, zofran, and decreased the it rate. Encouraged the patient to increase fluid intake and lie supine. The patient reported persistent nausea, vomiting, headaches, and lethargy. Administered one liter of normal saline. Encouraged intake of fluids and caffeine. Continued fioricet, stopped zofran, started promethazine suppository. An epidural blood patch was performed and issue was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6), ubd: 17-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.